Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from singapore, it was a case of an implant of a 23mm sapien 3 valve in aortic position by transfemoral approach. After the deployment of the valve (+2 cc) with a good position (intended 60:40 due to the narrow stj), mild to moderate aortic regurgitation, likely transvalvular, was observed. After the rapid pacing, the blood pressure did not recover and adrenaline was given. After checking that there was no aorta/root injury, no contrast extravasation on fluoroscopy, no pericardial effusion or mitral regurgitation, it was decided to post-dilate the valve under rapid pacing using the commander (+2.5 cc). Tte showed again mild to moderate transvalvular leak. It was decided to implant a new 23mm sapien 3 valve as a valve-in-valve (80:20 position). After the viv, the patient blood pressure did not recover and CPR was started for one hour, but the patient passed away. As per medical opinion, there was no other observed complication besides the central regurgitation. Therefore, it was thought that the cause of the death was the sudden blood pressure drop due to the central regurgitation (possibly contributed by both pvl and central regurgitation from angiogram).

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. An imaging evaluation was completed and the following observations were made: after first valve deployment, regurgitation was noted while the guidewire was still in place and there is calcification present at native annulus. The complaint for "deployed valve exhibits central regurgitation" was confirmed based on evaluation of provided imagery. Available information suggests procedural factors (over-inflation, malposition) and patient factors (calcification) likely contributed to the event as per event description the valve was over-inflated (+2cc) and positioned at 60:40 due to the narrow stj. Also, as per provided imagery, there was presence of calcification at the landing zone (native annulus). Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. On the other hand, valve malpositioning during deployment may result in the possibility of the native leaflets hanging over and covering the outflow of the valve, resulting in reduced coaptation of the leaflets. The leaflets are in a normally open position and require the back flow/pressure generated to initiate leaflet closure. There are multiple patient and/or procedural factors that contribute to malposition, including narrow or calcified stj, minimally or bulky/severely calcified leaflets. Additionally, although the thv depends on native landing zone calcification for anchoring, bulky calcification within the landing zone may impact the ability for the thv leaflets to properly function. The bulky calcium can impinge on the thv leaflets, preventing them from proper coaptation and lead to regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no corrective or preventative actions are required at this time.